Event description:
It was reported that the filter was tilted and perforated the vessel wall. On (B)(6) 2002, the patient was implanted with a greenfield filter. On (B)(6) 2018, the patient received an abdominal CT scan. The inferior vena cava (ivc) filter was tilted to the right side, as well as anteriorly. The tip of the filter abutted the wall of the ivc along its anterior right lateral margin. The tip of the filter did not appear to be embedded in the wall of the ivc. The struts of the ivc were perforated as follows: at the 2:30 o' clock position, at the 5, 7, 8, and 9 o' clock positions, as well as near perforation at the 12 o' clock position. The perforated strut located at the 2:30 o' clock position extended to the left, with the strut tip abutting the right lateral margin of the intrarenal abdominal aorta. No further patient complications were reported.